Event description:
The article, "mechanical versus bioprosthetic heart valves in hemodialysis patients", was reviewed. This research article is a retrospective multicenter experience to evaluate the clinical outcomes of hemodialysis patients undergoing valve replacement according to types of implanted prosthetic valves, to assess how these outcomes vary across age groups, and to estimate patients' life expectancy and the durability of the prosthetic valves. The devices included in this study were ce perimount valve/tx, soprano valve, pericarbon more valve, avalus valve, mitroflow valve, trifecta valve, hancock ii valve, toronto spv valve, sjm biocor valve, mosaic valve, sjm epic valve, epic supra valve, edward mira valve, med hall valve, on-x valve, bicarbon valve, sjm regen valve, carbomedics valve, and ats valve. The article concluded that the number of hemodialysis-dependent patients requiring valve replacements has gradually increased over the years. [The primary and corresponding author was sun kyun ro, department of thoracic and cardiovascular surgery, hanyang university guri hospital, hanyang university college of medicine, 222, wangsimni-ro, seongdong-gu, seoul 04763, korea, with corresponding e-mail: skro@hanyang.ac.kr.] This study included patients who underwent valve replacement surgeries between 01 january 20023 and 2018 december 2018. A total of 1,530 patients were included in the study, of which an unknown amount received an abbott device. The average age of the biological unadjusted group was 68.6 years and of the mechanical unadjusted group was 56.9 years. The majority gender was male. Comorbidities included diabetes, hypertension, dyslipidemia, chronic obstructive pulmonary disease, peripheral arterial disease, heart failure, atrial fibrillation, liver cirrhosis, cancer, and prior coronary vascular disease and acute myocardial infarction.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled "mechanical versus bioprosthetic heart valves in hemodialysis patients"

Manufacturer narrative:
Summarized patient outcomes/complications of toronto valve were reported in a research article in a subject population with multiple co-morbidities including diabetes, hypertension, dyslipidemia, chronic obstructive pulmonary disease, peripheral arterial disease, heart failure, atrial fibrillation, liver cirrhosis, cancer, and prior coronary vascular disease and acute myocardial infarction. Complications reported included stroke, systemic embolism, intracranial hemorrhage, endocarditis, bleeding, surgical intervention, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: mechanical versus bioprosthetic heart valves in hemodialysis patients. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "mechanical versus bioprosthetic heart valves in hemodialysis patients", was reviewed. This research article is a retrospective multicenter experience to evaluate the clinical outcomes of hemodialysis patients undergoing valve replacement according to types of implanted prosthetic valves, to assess how these outcomes vary across age groups, and to estimate patients' life expectancy and the durability of the prosthetic valves. The devices included in this study were ce perimount valve/tx, soprano valve, pericarbon more valve, avalus valve, mitroflow valve, trifecta valve, hancock ii valve, toronto spv valve, sjm biocor valve, mosaic valve, sjm epic valve, epic supra valve, edward mira valve, med hall valve, on-x valve, bicarbon valve, sjm regen valve, carbomedics valve, and ats valve. The article concluded that the number of hemodialysis-dependent patients requiring valve replacements has gradually increased over the years. [The primary and corresponding author was sun kyun ro, department of thoracic and cardiovascular surgery, hanyang university guri hospital, hanyang university college of medicine, 222, wangsimni-ro, seongdong-gu, seoul 04763, korea, with corresponding e-mail: skro@hanyang.ac.kr.] This study included patients who underwent valve replacement surgeries between 01 january 20023 and 2018 december 2018. A total of 1,530 patients were included in the study, of which an unknown amount received an abbott device. The average age of the biological unadjusted group was 68.6 years and of the mechanical unadjusted group was 56.9 years. The majority gender was male. Comorbidities included diabetes, hypertension, dyslipidemia, chronic obstructive pulmonary disease, peripheral arterial disease, heart failure, atrial fibrillation, liver cirrhosis, cancer, and prior coronary vascular disease and acute myocardial infarction.